Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse duplicated the reported event and determined the cause of the failure was the the main power switch component. The fse replaced the power switch and the issue was resolved. The device operational verification procedure was performed and passed. In the event that the power switch component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a blank screen, while in patient use on this ventilator device. The device continued to ventilate. However, the patient was removed from the device and the customer stated no harm or injury was reported.